Manufacturer narrative:
UDI - (B)(4). Reporter's phone number extension: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device had sticky trigger. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. However, during repair, it was determined that the motor was worn and had unusual noise, the stop ring was corroded, and the device had an unknown substance found in its internal components. It was determined that these issues were consistent with normal wear and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.